Manufacturer narrative:
There is a possibility of fibrin in the sample. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The patient sample was tested on an alternate method, and the result was negative. The sample was repeated on two other atellica im analyzers for the cov2t assay, and the results were nonreactive (negative). The customer did not report the reactive (positive) result to the physician. There are no known reports of patient intervention, or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00620 was filed on december 10, 2020. Additional information -december 22 2020: using atellica im sars-cov-2 total (cov2t) lot 709006, non-reproducible reactive results were observed. The sample handling was reviewed and fibrin was present in the sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive result, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, no product non-conformance identified. Customer is operational. No further action is needed.